Event description:
Pt had history of severe aortic regurgitation. Postoperative course was uneventful. Pt was on anticoagulation. Reoperation performed revealed aortic prosthesis completely blocked with fresh, organized thrombus. Pt expired postoperatively the same day due to progressive left ventricular failure.